Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, cracked display window, cracked case at a display window corner, minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker. No damage was noted on the display glass.

Event description:
It was reported the insulin pump had cracks around the battery compartment and right bottom corner of display. Customer's blood glucose was unknown. No further troubleshooting was done. No further information reported.